Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device had granulation tissue, therefore, she underwent a vaginal approach to excision of eroded vaginal mesh, cystoscopy, layered vaginal closure under general anesthesia. Subsequently, chronic vaginal granulation tissue secondary to mesh. Exam under anesthesia, robot assisted vaginal mesh excision and upper vaginectomy, cystoscopy under general anesthesia. Later, the patient again experienced vaginal vault separation and rectocele. Excision of vaginal mesh, posterior colporrhaphy, cystoscopy under general anesthesia.